Event description:
It was originally reported that the patient experienced stimulation in the wrong location. The patient's symptoms were worse than before implant. They were also having trouble with their bowels. The patient's device has been reprogrammed many times with no success. The company representative reported that the patient's lead ran lateral. When the stimulation was increased, it went into other locations. Everything has been done to program around the lateral position of the lead. The healthcare provider confirmed that the patient experienced foot pain. The patient's device was reprogrammed with no effect. The lead was replaced. No patient injuries were reported.